Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high right ventricular (rv) pacing threshold measurements, pacing not delivered when required, and undersensing. A surgical revision was performed and the patient's rv lead was explanted and replaced. No additional adverse patient effects were reported. The device remains in service.